Event description:
This unsolicited device case from united states was received on (B)(6) 2015 from a patient. This case involves a (B)(6) male patient who received treatment with synvisc one and later meniscus and fluid was removed from his knee (joint effusion) and was still having pain around the area of his knee/ knee was still pretty raw. No past drug, medical history, concomitant medication or concurrent condition was provided. On an unknown date in 2015 (1.5 months ago), the patient initiated treatment with intra-articular synvisc one injection at a dose of 6 ml once (batch/lot number and expiry date: not provided) into the right knee for osteoarthritis. On an unknown date the patient's physician removed meniscus and fluid from his knee. It was reported that the patient still experienced pain around the area of his knee where his physician removed meniscus. It was reported that the patient took a hike and his knee was getting better over time. Corrective treatment: fluid removed for the event of "fluid from his knee" and not reported for "removed meniscus" and "still having pain around the area of his knee/ knee was still pretty raw". Outcome: unknown for "removed meniscus" and "fluid from his knee"; recovering for "still having pain around the area of his knee/ knee was still pretty raw". A global pharmaceutical technical complaint was initiated with global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Genzyme biosurgery would continue to monitor adverse events to determine if a CAPA was required. Seriousness criteria: important medical event for "removed meniscus" additional information was received on 12-nov-2015. Global ptc number and ptc results were added. Text was amended accordingly. Pharmacovigilance comment: sanofi follow up company comment dated 12-nov-2015: the follow up information does not change previous case assessment. Sanofi company comment dated 09-nov-2015 : this case concerns a patient who received synvisc-one in right knee for osteoarthritis. Patient experienced the events of meniscus removal, right knee pain and joint effusion. . As the event start date is not known, definite temporal relationship between the product and event could not be established. Also, lack of information regarding patient's medical history and concomitant medications precludes the comprehensive assessment of this case.

Event description:
This unsolicited device case from united states was received on (B)(6) 2015 from a patient. This case involves a (B)(6) year old male patient who received treatment with synvisc one and later meniscus and fluid was removed from his knee (joint effusion) and was still having pain around the area of his knee/ knee was still pretty raw. No past drug, medical history, concomitant medication or concurrent condition was provided. On an unknown date in 2015 (1.5 months ago), the patient initiated treatment with intra-articular synvisc one injection at a dose of 6 ml once (batch/lot number and expiry date: not provided) into the right knee for osteoarthritis. On an unknown date the patient's physician removed meniscus and fluid from his knee. It was reported that the patient still experienced pain around the area of his knee where his physician removed meniscus. It was reported that the patient took a hike and his knee was getting better over time. Corrective treatment: fluid removed for the event of "fluid from his knee" and not reported for "removed meniscus" and "still having pain around the area of his knee/ knee was still pretty raw". Outcome: unknown for "removed meniscus" and "fluid from his knee"; recovering for "still having pain around the area of his knee/ knee was still pretty raw". A global pharmaceutical technical complaint was initiated and ptc results were pending for the same. Seriousness criteria: important medical event for "removed meniscus" pharmacovigilance comment: sanofi company comment dated 09-nov-2015 : this case concerns a patient who received synvisc-one in right knee for osteoarthritis. Patient experienced the events of meniscus removal, right knee pain and joint effusion. As the event start date is not known, definite temporal relationship between the product and event could not be established. Also, lack of information regarding patient's medical history and concomitant medications precludes the comprehensive assessment of this case.